Event description:
It was reported, by the clinician, that the catheter came out of the pt. It was noted, the catheter was sutured on the pt. The sales rep tried on two occasions to obtain more information but the contact has no further details, and has not offered to obtain info. No further details are available. On 03/20/08 update: the sales rep tried to gather more info. She was told by the nurse that "she doesn't have time to research any info on this incident. They are going to be on strike in 10 days and she has no time."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.